Manufacturer narrative:
According to the technician's statement, the device failed pressure transducer test and generated technical error indicating turbine module failure. Turbine has been pointed as source of the issue and was replaced to resolve the issue. The device was put back into clinical use. The turbine module generates compressed air and delivers air to the inspiratory gas. Provided few records of the device's logs confirms occurrence of the reported issues. Unfortunately, the complete device's logs and defective part have not been available for the further analyze of the issue, hence the root cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator's turbine was found defective; the issue was related to turbine failure during ventilation with technical error code te65. The ventilator was investigated on site by a technician. The blower module was replaced to solve the issue and returned for further investigation. The provided logs confirm the turbine failure during ventilation and the technical error code te65. Technical error 65 indicates a turbine module failure and that the turbine has stopped. The logs also show failure during pressure transducer test sequence [error code = 8]. A similar investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented. The turbine module generates compressed air and delivers air to the inspiratory gas. A faulty turbine module may led to stop of ventilation if no oxygen gas has been connected to the ventilator system. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000.